Event description:
Sorin group (B)(4) received a report of blood leaking from the bottom of the oxygenator during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the compactflo evo oxygenator. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The compactflo evo oxygenator system is not distributed in the united states and therefore has no 510(k) number. However, the oxygenator module is similar to that of the primo2x oxygenator system which is marketed and distributed in the united states. The 510(k) number for this oxygenator is k050447. There was no report of pt injury but it was reported that the pt was given 1 unit of bank blood as a result of the leak. This medwatch report is being filed as a result of this section. The device was returned to sorin group (B)(4) for eval. The investigation is ongoing. A follow up report will be sent when the investigation is complete.